Event description:
Pt did well after original thr in 1990. Dislocated hip in 2/93 and 4/93. Returned to hosp for replacement of total hip 4/16/93. During surgery found liner of total hip was broken. It was replaced as well as the ball.